Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 265 (mg/dl) and ketones. Reportedly, an unaddressed occlusion alarm occurred prior to the event. When customer was admitted into the hospital, bg levels had increased to 379 (mg/dl) and they were vomiting. While hospitalized, the customer was treated with intravenous insulin and fluids and released (B)(6) 2016.